Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also the pacing capture threshold in the rv (right ventricle) was elevated, and oversensing associated with the right ventricular lead.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited high impedance in unipolar and bipolar mode. Chest x-ray showed a light shadow near the device. The ipl remained in use and revision procedure scheduled for a later date. Subsequently, the ipl was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.